Event description:
The nurse attempted to spike the tube feeding bottle and the spike with the flush bag and the clear tubing disconnected from the purple spike. The nurse obtained another set and the same thing occurred.